Manufacturer narrative:
A ge service rep performed an on site investigation. The handswitch was replaced. The system was tested and operates as intended.

Event description:
The customer reported that during fluoro, while using the x-ray handswitch, the unit intermittently produced security errors.